Manufacturer narrative:
One used device was received and evaluated. Testing found that the pump was programmed to deliver at a rate of 400 ml/hr with a volume to be infused of 10 ml. After the delivery was started, 1ml of solution was delivered and the pump alarmed for n232 prox air a back prime alarm. No air was noted in the tubing proximal to the cassette or in the cassette. This was due to a deformation in the proximal hoop of the diaphragm of the cassette. The cause of the deformation of the diaphragm was due to the molding process of the diaphragm during manufacturing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing of the tubing set with a test pump, the delivery stopped.